Event description:
Reporter stated he did receive the er1 message in the past. Reporter then retested and received a blood glucose reading "that was a little high". Reporter could not remember exact result. Reporter had no control solution to test with.